Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product analysis: the hypotube was broken 27.5 cm proximal to the guidewire entry port. The hypotube was kinked immediately distal to the strain relief. The hypotube was kinked adjacent to the break site. The hypotube was oval and jagged on both sides of the detachment site. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. No difficulties noted when removing the device from the hoop. Negative prep was performed with no issues identified. No difficulties were noted during delivery or removal of the device through the haemostatic valve, the guide catheter or to/across/from the lesion site. It was reported that the shaft of the device kinked as the physician was preparing to deliver the device into the guide. The location of the kink was 'at the point between the distal soft part of the catheter and the shaft.' It is further reported that the operator who was performing the procedure advised that the kink was caused through 'rough handling' and it was not a fault with the device. Resolute integrity was the first device used during the procedure. Excessive force was used during delivery. The physician continued with the attempted delivery however about 20cm into the guide catheter the device broke / detached at the point where the kink had occurred. The physician safely removed the two parts of the system and another stent was successfully deployed. No attempt was made to try to re-straighten the device. The haemostatic valve sufficiently opened. No patient injury reported.